Manufacturer narrative:
The patient weight and gender was not provided. (B)(4).. Approximate age of device - 1 year, 2 weeks. (Calculated from date the device was issued to the patient). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive at home by a family member with the system controller disconnected from the pump. The system controller was reconnected and the pump restarted. The patient was emergently driven to the hospital. Review of the submitted system controller log file by a technical services representative found that the entire log file was filled with emergency backup battery (ebb) fault alarms occurring multiple times per minute. There were also two yellow wrench alarms noted. These yellow wrench alarms occurred when switching from battery power to the power module. Upon arriving at the hospital, the vad coordinator exchanged the system controller which resolved the issue. It was thought that the patient attempted to change the system controller due to the alarms but was unsuccessful. The patient is currently doing well at home.